Manufacturer narrative:
An investigation was initiated into this report citing the product exploded in the nurse's face. At the time of this report, the device was not available for evaluation; therefore without the actual sample we are unable to confirm the report and assign a root cause for the complaint. A device history review for the lot number reported was conducted with no issues noted. A review of this product catalog number identified no trends being detected for this issue. If the product is returned in the future, a follow-up report will be filed and an investigation will be reopened to evaluate the returned sample.

Event description:
Ice pack exploded in nurse's face. Had to go to the emergency room.